Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported change in analgesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient complained of a funny feeling in the legs, a change in analgesia, and a new complaint of groin pain. This was reported by the patient on (B)(6) 2016. The neurostimulator was reprogrammed on (B)(6) 2016 and the issue resolved without sequelae. The event was considered possibly related to the device or therapy, not related to the implant procedure, and not due to programming. It was noted that the most recent interrogation prior to the event occurred on (B)(6) 2015. Additional information was received from the hcp. It was reported that the patient complained of uncomfortable paresthesia/stimulation and an uncomfortable needle feeling in the legs. The patient reported this on (B)(6) 2016. The neurostimulator was reprogrammed on (B)(6) 2016 and the issue resolved without sequelae. The event was considered possibly related to the device or therapy, not related to the implant procedure, and not due to programming. It was noted that the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported a clinical diagnosis of increased pain. A device diagnosis was not applicable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.